Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter would not power on. On july 29, 2009 the sr. Medical surveillance specialist spoke with the patient to obtained and clarify information. For three days, the patient noted the reported meter would not power on. On ten days prior to original date, the patient woke up experiencing the symptoms of lightheadedness, dizziness and nausea. At 9:30 am, while symptomatic, the patient attempted to test her fasting blood glucose level, but the reported meter would not power on. The meter was new, out-of-the-box. The patient did not eat any breakfast, and chose to go to the emergency room. At 11:00 am, the pt's father took her to the emergency room, where her blood glucose level was tested to be 41 mg/dl. The patient confirmed she was treated with intravenous glucose, not insulin as originally reported. Following the treatment, the patient's glucose level was retested to be 142 mg/dl, and she was discharged. The patient noted that eleven days to original date, she had been able to borrow a neighbor's meter to test her blood glucose level. The patient was unable to provide a possible cause of the hypoglycemic event. The patient takes novolog insulin and the oral diabetes medication glucophage (metformin), and tests her blood glucose level three times per day. Troubleshooting revealed this was a new meter, the battery was installed correctly and the test strips were correct. The patient did not have a replacement battery to install. The issue was not resolved. The meter, test strips and control solution were replaced. The patient reported that she was treated for hypoglycemia by healthcare professionals following the meter issue. Therefore, this complaint is being reported.